Event description:
The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She attempted to remove the remaining pieces and will seek a doctor to confirm no pieces remain.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.